Event description:
It was reported that a leak was detected in the eopa arterial cannula during central extracorporeal membrane oxygenation (ECMO) cannulation. The leak was noticed soon after initiating ECMO at a flow of approximately 3.5 litres and was not observed at lower flows. The use of the device was unspecified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: visual inspection shows evidence of damage/tear in the side of the cannula body. Pressure integrity testing was performed at 0.5 l/pm with 15 psi, (776 mmhg) of backpressure for 10 min. During the pressure integrity test there was a leak observed at the damaged location. Reason for the return was confirmed. Additional information h6.2 eval code method (fdm/annex b): this field was updated. Additional information h6.3 eval code result (fdr/annex c): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. The device was replaced. Medtronic received additional information that the leak was noticed on the body of the cannula, specifically in the wire reinforced. The cannula was not heated or cooled prior to use. The damage was in the location of the sutures. Patient blood loss was approximately 10ml. An unplanned blood transfusion was not required as a result of this leak. Medtronic received additional information that on direct vision the customer could not see any obvious damage on the cannula. However, there was blood leakage noted during the ECMO initiation around the cannula, specifically at the site where it was tied and sutured to the skin for support. There was no obvious damage noted on the cannula prior to cannulation. H6 patient codes (ime /annex e)) and h6.1 (device codes (fdd/annex a)): these fields were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Fdc code updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.